Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tubing was leaking from the insertion site due to which hyperglycemia occurs within 6 hours of use. High blood glucose level was 350 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.